Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: a review of the black box showed a call service 078 alarm. A crack and leak were found in the pump case. Moisture was found inside the pump on the display, on all circuit boards, and near the motor flex connector. The keypad was not functional due to moisture in the pump, which prevented further testing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.